Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. A complete analysis and testing of the product was performed. Test p-cap and reservoir locked properly into the reservoir compartment during testing. Pump received with blank display. Unable to download history files due to blank display. After multiple new batteries and battery caps the unit remained on blank display. Unable to perform the displacement test, sleep current test, active current test and self test due to blank display. Pump was cut open to perform visual inspection and found¿no evidence of physical or moisture damage¿on the electronic assembly, motor, or force sensor. Swapping out test boards confirms blank display is isolated to pcba2. Blank display isolated to pcba2. Unable to download history files and traces due to blank display. Unit was also received with battery tube threads - cracked, cracked case-corner of belt clip rails, cracked case (battery tube), cracked case, scratched case, stained keypad overlay, cracked belt clip rails, cracked keypad overlay and cracked lcd window. In summary, pumps receive with a blank display suspected to be on the pcba2. Unable to download history files and traces due to blank display. Unit was received with cracked lcd window. For additional information regarding the tests performed refer to d00854230 ¿ appendix e select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer had crack in the pump due to him falling over pump during hiking. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed. Customer reported damage to the screen/display of the pump not related to the retainer ring. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1885 was requested and customer response was the device returned.